Manufacturer narrative:
(B)(4).conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm 115v4 -13.00 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2007. A anterior subcapsular cataract was observed on (B)(6) 2015. The lens was explanted, cataract surgery and a iol was implantation was performed on (B)(6) 2015. Patient's last visit on (B)(6) 2015, bcva was 20/20.

Manufacturer narrative:
Date of event: previous date incorrect. Describe event or problem: previous date incorrect. (B)(4).

Event description:
Cataract surgery and iol implantation were performed on (B)(6) 2015.